Event description:
Potential for injury associated with an fdx-mcg custom power wheelchair where the 4 pole left motor is not responding to the controller. This event has the potential for unintended movement.